Event description:
Literature was reviewed regarding ¿understanding a decade of safety reporting for sacral neuromodulation in the food and drug administration manufacturer and user facility device experience database¿. The following medtronic devices were used: medtronic interstim device. Among patients' adverse events/device performance issues included: 1. One consumer said the ins didn¿t work at all. 2. One consumer reported symptom change in therapy as sudden. 3. One consumer reported that the implantable neurostimulator was turning off unexpectedly. The patient and the managing physician s uspected that the device was turning off when the patient would walk through security detectors. 4. One consumer reported 2 of the 4 contacts were not working for some reason. Patient stated the rep programmed around the issue and the therapy had been effective for the patient. 5. There were 64 reported events of painful shock. One patient experienced a shocking/jolting sensation. Another patient experienced a shocking/jolting sensation. 6. One patient fell and experienced shocking at the [neurostimulator] site. 7. There were numerous cases of lead migrations. 8. There were 96 reports of device failures unrelated to battery power. 9. The manufacturers¿ representative reported that the doctor implanted a new lead but there were high impedances >4000 ohms on contact 1. They did inter-operative testing and the doctor decided to try a new implantable neurostimulator (ins) but the impedances were still high. The doctor removed the first lead and tried a different lead. The impedances were good with the second lead and second ins. 10. It was reported ¿when the health care provider opened [the device] and tried to screw it in (only going forward), it was out of its grove and would not screw down. It was indicated that the device was not implanted. 11. The manufacturing representative reported that when they opened the implantable neurostimulator (ins), at implant, the torque wrench had punctured through the packaging. A new ins was opened and used. 12. There were 46 reports of battery device failures. One consumer reported that the first [neurostimulator] went dead and the patient had to wear depends. It was noted they only had the battery for 4-6 years but was told by the [healthcare provider] that it would last 10 years. It was reviewed with the patient that battery life depended on usage and settings. 13. It was reported he healthcare provider (hcp) [reported that] the device has not been working since 2019. The hcp is unable to communicate with [the neurostimulator] using the clinician programmer. 14. It was reported the patient has had an open circuit on their implantable neurostimulator for the past 6 months and only one electrode combination could be used. The healthcare professional was able to reprogram around the open circuit and the patient was using only one active program. 15. Three patients had lead fragments left behind. One patient experienced during an explant procedure, the lead was broken and frag ments were left in place. The device system was being explanted in order to perform a magnetic resonance imaging scan. One patient¿s tip of the lead broke when healthcare professional was removing. The electrodes remain in the body. The healthcare professional tried to remove the broken lead and was not able to. Another patient lead was being removed it broke and the patient had a partial lead fragment left in the left side. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_unknown_lead lot# unknown product type lead product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_unknown_lead lot# unknown product type lead product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_unknown_lead lot# unknown product type lead product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_interstim_ins lot# unknown product type implantable neurostimulator product ID neu_unknown_lead lot# unknown product type lead product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_interstim_ins, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown product ID: model neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Carlton, c.e., souders, c.p., chertek, n.a., goueli, r.s., lemack, g.e., anger, j.t., et al. (2023). Understanding a decade of safety reporting for sacral neuromodulation in the food and drug administration manufacturer and user facility device experience database. Neurourology urodynamics. 023;42:1655¿1667. Doi: 10.1002/nau.25248. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.